Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The caregiver (cg) stated that the home patient (hp) pressed go prior to connecting for therapy and then connected after the initial drain was started. The technical service representative (tsr) had the cg cycle the power on the hc to clear the alarm and end the therapy. The tsr advised the cg to start over with new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, starting therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and gives instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.